Event description:
It was reported that the system stored untreated episodes due to oversensing of myopotential noise. Later, the patient had an inappropriate shock. The doctor suspected that the electrode had a fracture. The entire system has now been replaced with a transvenous system. There were no additional adverse patient effects.